Manufacturer narrative:
Additional devices implanted potentially associated with the right side occlusion: pla230300j sn: (B)(4), UDI: (B)(4), plc201200j sn: (B)(4), UDI: (B)(4). All devices were investigated. A review of the manufacturing records for the above devices verified the lots met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to  endoprosthesis occlusions. The device potentially associated with the left side is being reported separately under complaint # (B)(4).

Event description:
The following information was reported to gore: on (B)(6) 2020, this patient underwent endovascular treatment using gore® excluder® aaa endoprosthesis for abdominal aortic aneurysm. After closure of wound, bilateral femoral artery pulses could not be confirmed. Angiography revealed occlusions at the vascular anastomosis of the bilateral puncture sites. The physician reanastomized the sites. The patient tolerated the procedure.